Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the device failed incoming doo button functional testing, and during bench testing the doo button only worked intermittently. It was also found that the keypad operation was intermittent. One of the capacitors on the printed circuit board (pcb) was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) doo button was not working. The epg has been returned for service. There was no patient involvement.